Event description:
It was reported that during a firmware system upgrade the pulse generator went into back-up vvi mode. The device was downloaded successfully. No further attempt was made to upgrade the firmware. The patient was asymptomatic.